Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. Additionally, it was reported that the pump battery could not be charged. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 120-121 mg/dl.

Manufacturer narrative:
Device not returned